Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at hq for investigation. The explantation form states that a malfunction of the device led to the explantation. The user has been re-implanted.